Event description:
It was reported that the device and associated lead were explanted but not replaced due to erosion. The patient was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.